Event description:
It was reported by the rep the device was used during a large bowel resection. It was reported that the staple line did not hold. The pt had radiation treatments in the past. The surgeon sutured over the staple line. There was no consequences to the pt.